Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received attached to a disposable. The nose cone was cracked. The "transducer assembly¿ was forcibly removed from the disposable, in doing so the device came apart. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that the generator would not recognize the instrument and when the customer attempted to disassemble the handpiece and the instrument the devices would not separate, all before the start of a total laparoscopic hysterectomy. The customer attempted to forced the devices apart which resulted in damaging both the hand piece and the instrument. The case was completed with a second hand piece and a second same instrument. No patient consequence.